Event description:
On (B)(6) 2017, the reported contacted animas alleging the patient¿s blood glucose on an unknown date was above 500 mg/dl. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. It was reported the patient did not know how to change the time from am to pm. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to device use error.